Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No error alarms could be verified due to the blank display. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported that the screen on the insulin pump became foggy and that it was exposed to fluid. She did not know the blood glucose reading. She stated that she had put the insulin pump into a wet bathing suit but that no moisture was visible inside the insulin pump. The insulin pump had alarmed for errors but passed the self test. Nothing further was reported.